Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt had their ins implanted in their head and the ins was causing a lot of medical problems that they didn't have before implant. Pt mentioned that they had a wire that was not in the right place which caused them to have a sore in their mouth which got infected requiring antibiotics. Pt had the correction for that wire on (B)(6) 2020. Pts hcp said to the pt that the medicine had taken care of the problems. Additional information received from the manufacturer representative reported that the physician had determined that one of the leads was not in the correct position and revised the lead on (B)(6) 2021. There had been no further issues with the lead. The patient was going to review everything with their physician and the representative at the next appointment. Additional information received from the manufacturer representative reported that the cause of the lead issue was unknown. After the lead revision on (B)(6) the patient was seen on (B)(6) and everything was fine.